Event description:
The customer reported the ventilator alarmed and shut down while in use on a pt. The customer reported there was no pt harm. The respironics service technician reported he was unable to duplicate the customer reported problem, but confirmed there was a diagnostic code in the ventilator log history that indicated a +24 volt failure extended self testing (est) and performance verification testing was performed and all tests passed per operating specifications.